Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Technical services (ts) confirmed that the device had entered safety mode and the patient experienced diaphragm stimulation. Device replacement and return for analysis were recommended. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.